Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of over 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. When infusion set was removed at the hospital, it was found that cannula was bent. Healthcare professional was awaiting functionality of insulin pump before releasing customer. Troubleshooting was performed on insulin pump. Insulin pump passed high pressure test. Customer was advised to contact healthcare professional regarding unexplained high blood glucose.